Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the plug unit and a shortcut of the circuit board unit. The event (e218 error message) can be detected/prevented by handling device in accordance with the following sections of instructions for use: instructions evis lucera elite bronchovideoscope olympus bf-xp290/bf-p290/bf-q290/bf-h290/bf-1tq290 operation manual. Chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ¿ please read before use should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited no image and the occurrence of an e218 error message. There was no patient involvement.